Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that an initial architect ca19-9 result of > 1200 u/ml was generated. Upon dilution the specimen generated poor dilution linearity. A x10 auto dilution generated a result of 440.71 u/ml. A x10 manual dilution generated a result of 565.44 u/ml and a x100 manual dilution generated a result of 277.30 u/ml. The patient sample was sent to a reference lab which generated the following results: non dilution: > 1,200 u/ml. Auto dilution: 549.59 u/ml. Manual dilutions. X 2 dilution: 1220.86 u/ml. X 4 dilution: 872.82 u/ml. X 8 dilution: 617.84 u/ml. X 16 dilution: 457.84 u/ml. X 32 dilution: 400.96 u/ml. There was no report of impact to patient management.

Manufacturer narrative:
The customer observed a falsely elevated patient result, while using architect ca 19-9, lot 31109m500. Accuracy testing was performed using retained kits of architect ca 19-9 lot 31109m500. Acceptance criteria were met, which indicates acceptable product performance. Review of ticket trending did not identify atypical complaint activity related to falsely elevated results. The lot search did identify atypical complaint activity related to the issue under review. The architect ca 19-9 reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.